Event description:
Customer reported intralipids in a 20 ml syringe was programmed on the syringe pump module to infuse at 0.2 ml/hr; however, after 24 hours, 0.5 ml had infused. The customer reported that during the infusion, the pump continuously alarmed for backpressure. The IV site and tubing were checked but no issue was identified. There was no report of pt harm or medical intervention. Although requested, no additional event/pt info was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.